Event description:
Overdelivery reported. The pump was set to infuse heparin in an unspecified concentration at 20 ml/hr. A nurse reported that "the pump delivered at 150ml/hr instead of 20ml/hr." The device rate was double checked and observed to display 20 ml-hr, but the contents remaining in the IV container indicated infusion at 150 ml/hr. The pt did not experience any adverse effects. She was given one dose of protamine as a precautionary measure. No adverse sequelae were reported.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury complaints for code 102 (overdelivery) for the plum family is approximately 0.15/million sets.